Event description:
Reporting status: serious injury- medical intervention. Reporting rationale: stenosis and angina requiring revascularization/intervention. Device issue: none. It was reported via a trial that the patient had two xience v stents (2.5 x 18 mm and 2.5 x 12 mm) implanted in 2007. Sometime in the following month (date unknown, the patient presented with angina. Stenosis was noted; therefore, revascularization/intervention was performed. No additional event or patient information is available.

Manufacturer narrative:
The second xience v mentioned in b5 and d11 is being filed under the same MFR number. Results and conclusion summation - product performance engineering reviewed the incident. Angina and restenosis, as listed in the instructions for use, are known risks associated with stenting and are not necessarily an indication of a product quality issue. There was no report of any device malfunction at the time of the stent implant and the procedure was completed successfully. It is likely that the angina is a symptom of the restenosis which was treated with revascularization and resulted in hospitalization. A conclusive root cause cannot be determined.